Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 486 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.